Manufacturer narrative:
Reporter is a synthes employee. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020 the tip of the two (2) inter-lock screw drivers were noticed to have bent and twisted. The issue was discovered during the assembling of trays in the central processing department. There were no patient or surgical involvement. Concomitant device: unknown trays (part unknown, lot # unknown, quantity unknown). This report is for one inter-lock screwdriver t25/ 3.5mm hex/ 224mm. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: the inter-lock screwdriver t25/3.5mm hex/224mm (p/n: 03.010.473, lot number: 1l54567) was received at us cq. Upon visual inspection, the tip was deformed, stripping/twisting the driving threads. The customer reported the device tip was bent and twisted. The repair technician reported the tip is damaged. Tip broken is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. This complaint is confirmed as the tip is deformed, damaging the driving threads and causing them to be stripped/twisted. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part: 03.010.473; lot: 1l54567; manufacturing site: hägendorf; release to warehouse date: 24.jan.2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.